Manufacturer narrative:
As reported in a research article, degeneration of the valve with severe aortic insufficiency after six years of implant so the valve was replaced with a valve-in-valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A more comprehensive assessment, including pathological examination of the valve tissue, could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, (B)(6) hospital, 1 rond-point du professeur christian cabrol, 80054 amiens, france, with email address of : richez.ophelie@chu-amiens.fr]. It was reported that in (B)(6) 2016, a 21mm trifecta valve was implanted during an aortic valve replacement. In (B)(6) 2019, a transthoracic echocardiogram (tte) revealed that the aortic valve had no leakage or stenosis. In (B)(6) 2022, another tte showed severe aortic insufficiency. On ultrasound, aorta was non-dilated and left ventricle was non-dilated but slight hypertrophied. No stenosis was observed. On (B)(6) 2022, there was cardiac decompensation due to the degeneration of the valve. On (B)(6) 2022, a 23mm non-abbott transcatheter valve was implanted within the trifecta valve via valve-in-valve procedure. The patient was reported to be stable. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that in (B)(6) 2016, a 21mm trifecta valve was implanted during an aortic valve replacement. In (B)(6) 2019, a transthoracic echocardiogram (tte) revealed that the aortic valve had no leakage or stenosis. In (B)(6) 2022, another tte showed severe aortic insufficiency. On ultrasound, aorta was non-dilated and left ventricle was non-dilated but slight hypertrophied. No stenosis was observed. On (B)(6) 2022, there was cardiac decompensation due to the degeneration of the valve. On (B)(6) 2022, a 23mm non-abbott transcatheter valve was implanted within the trifecta valve via valve-in-valve procedure. The patient was reported to be stable.